Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon initial interrogation grey bar was exhibited on the implantable cardioverter defibrillator (ICD). One week later, the ICD was interrogated again and the grey bar continued to be shown as battery status. The ICD was not used. There was no patient involvement with the event.